Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 320145, batch no. 8204673. It was reported that during use of the bd ultra fine¿ mini insulin pen needle the pen needles are clogged or sealed and won't dispense insulin. There were 18 occurrences. The following information was provided by the initial reporter: verbatim: I have encountered numerous issues with bd ultra fine, pen needles, 5mm x 31g. It is lot # 8204673. I've had over 18 tips that seem clogged or sealed and won't dispense my insulin. This is not good and would like to know what can be done to correct it and compensate me for the unusable needle tips. My pharmacy can't help except to sell me another box.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 320145, batch no. 8204673. It was reported that during use of the bd ultra fine¿ mini insulin pen needle the pen needles are clogged or sealed and won't dispense insulin. There were 18 occurrences. The following information was provided by the initial reporter: verbatim: I have encountered numerous issues with bd ultra fine, pen needles, 5mm x 31g. It is lot # 8204673. I've had over 18 tips that seem clogged or sealed and won't dispense my insulin. This is not good and would like to know what can be done to correct it and compensate me for the unusable needle tips. My pharmacy can't help except to sell me another box..